Manufacturer narrative:
During follow up (B)(6) 2016, the customer reported that was in contact with healthcare provider and cds regarding the reported issue. Cds indicated that the pump functioned as intended during troubleshooting. The customer's bg level was fine during the call. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose. The customer's blood glucose was 553 mg/dl and reported having muscle cramps. The customer administered a manual injection. Reportedly, the customer stated that would be going to the hospital, however during follow up with tandem technical support (cts), it was reported that the customer did not end up at the hospital. Troubleshooting with cts the customer stated that there was no insulin drips from the luer lock. The customer changed out the supplies and reported there was no insulin from the tubing. It was indicated that the customer would use back up therapy.